Manufacturer narrative:
H3: analysis of the pipeline flex w/ shield braid (model: ped2-350-18 lot: a916291) found the distal end of the braid fully opened but damaged/frayed. The proximal braid end was found fully opened but slightly frayed. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the device was returned fully opened. It is likely that the failure occurred due to the damage/fraying found on the braid, however, the cause of the damage could not be determined. Other possible causes for failure/incomplete open are patient vessel tortuosity, braid improperly sized to anatomy, braid overstretched during deliver, user deploys braid in vessel bend, presence of other indwelling endovascular stent and inappropriate anatomy. As the pipeline flex w/ shield pusher and micro catheter used in the event was not returned for analysis, any contribution of the pusher and the micro catheter towards the failure could not be determined. As the model and lot number of the micro catheter was not reported, compatibility could not be assessed. H6: conclusion code updated to 4315. Result code updated to 3211. Method code updated to 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of an aneurysm of the internal carotid artery. It was reported that when less than 50% of the pipeline was deployed, the distal end failed to open. No additional steps were taken to open the pipeline. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.